Event description:
"Motor is smoking" was given as the reason for repair. On follow up it was reported the surgeon did not complain about heat. They thought the oiler was turned off or not dripping fast enough.